Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 202.2 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had magnetic resonance imaging (MRI) performed last night for a recheck or their multiple sclerosis (ms). The procedure was not due to a problem with the patient¿s device or therapy. It was noted that there were no therapy issues. The patient had come back to the healthcare provider¿s office this afternoon for a pump status check and it showed a motor stall that had been over 2 hours. There was no pump alarm heard there was no therapy issues. At the time of the report they rechecked the pump and logs, and the logs then showed a motor stall recovery at the same date and time the pump was interrogated. Telemetry state condition was discussed at the time of the report MRI labeling was reiterated. No patient symptom was reported. No further patient complications have been reported as a result of this event.